Event description:
Pt status post nail implantation approximately six months ago returned to surgeon for follow up visit. X-rays on an unk date indicated a possible non-union. A CT scan was completed on an unk date and confirmed the non-union. Pt was returned to operating room on (B)(6) 2011 and the nail, end cap and four locking screws were removed. Pt was revised to a larger nail, end cap and four locking screws. This is 2 of 7 reports for this event.

Manufacturer narrative:
Implanted approximately 5 or 6 months ago. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.